Event description:
The customer reported that the knife blade twisted and did not remain in the knife slot. A new instrument was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The return of the incident sample has been requested. To date it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.